Event description:
Reported as brand erosion.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 15/may/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."